Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 362 mg/dl after lunch, with no symptoms reported, and the user elected to perform a supply change after discussion of potential contributing factors and the option to wait for corrective dosing effects. Symptoms included none reported. Outcomes included no medical intervention, no hospitalization, and completion of troubleshooting and education. Investigation included user coaching on potential contributors and device use, with no device malfunction reported. Investigation of this case revealed no confirmed device or component malfunction and no identifiable cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.